Event description:
It was reported that the procedure was to treat a lesion located in the distal left anterior descending artery. The nc trek balloon catheter did not cross the lesion. A non-abbott balloon catheter was crossed and predilatation was performed. The same nc trek balloon catheter was advanced successfully and additional predilatation was performed. No adverse patient effects or clinically significant delay in the procedure was reported. No additional information was provided. Device analysis revealed balloon peeling on the distal end of the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Device analysis revealed balloon peeling on the distal end of the balloon which may be the result of interaction with the lesion site; however, this cannot be confirmed. The reported difficulty crossing could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.